Event description:
A 24 mm diameter x 14 mm diameter x 13.5 on length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2001. The patient has a history of stroke and hypertension. The diameter of the proximal non-aneurysmal aortic neck was 21 mm. Aneurysm and vessel morphology are unknown. During the procedure angiography demonstrated a type I endoleak. A 26 mm diameter x 3.75 cm length aortic extention cuff was implanted to provide an adequate seal. Final angiogram demonstrated no endoleak and a successful outcome. No clinical sequelae were reported, and the patient is reported to be fine.